Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction event(s), where it was reported the devices, experienced cot drop or fowler drop. There was no patient involvement.

Event description:
This report now summarizes 0 malfunction events, instead of 2.

Manufacturer narrative:
1 device that was pending was found to have no issue. 1 device that was pending was evaluated and it was determined the device experienced spongy fowler, which is not reportable. Section h codes have been updated.